Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was (B)(6). Visual evaluation of the returned complaint device revealed no damage to the catheter of the device. Contrast media was noted in the balloon portion of the device. Functional analysis was performed; the balloon was attempted to be inflated to its rated burst pressure, however inflation of the balloon was not successful. Microscopic examination revealed a tear less than 1mm in the balloon portion of the device, indicating the balloon had burst. The most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon (e.g., the balloon comes into contact with a sharp exterior source).

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a maxforce biliary balloon dilatation catheter was used during a procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon would not inflate in the biliary tree. It was reported that holes were noted in the balloon portion of the device, and that the balloon never inflated and immediately started to leak in the patient. The account confirmed the balloon did not burst. The procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. On (B)(6), 2011 evaluation of the complaint device by the investigation site revealed a tear in the balloon portion of the device, indicating the balloon had burst which is contrary to the initial report that the balloon did not burst; therefore this is now an MDR reportable event.